Event description:
On (B)(6) 2012, the reporter/nurse contacted animas on behalf of her daughter (the patient) and reported a low blood glucose (bg) event. The reporter also alleged that the pump's prime history was inaccurate. Upon review of the pump's prime history for (B)(6) 2012, the reporter claimed there were a number of primes recorded that she denied performing. A total of "118.90 units" were primed between 8:55 pm and 10:38 pm that day. The reporter claimed that she had only performed 3 of the primes noted in the pump's prime history. She was with the patient during the time of concern and denied that the patient performed any of the primes. During that evening, the following bg results were obtained from the patient: 175 mg/dl at 8:40pm; 81mg/dl at 9:50 pm; 58 mg/dl at 10:10 pm, 57 mg/dl at 10:38 pm; 60 mg/dl at 11:00 pm, and 76 mg/dl at 11:46 pm. Also, at 11:46 pm, the patient was reportedly treated with a total of 100 grams of carbs). At 3:00 am, the following morning, the patient reportedly suffered a low bg level of "45 mg/dl" and was treated by the reporter with a glucagon injection. By 3:49 pm, the patient's bg had increased to "114 mg/dl." The reporter indicated that the patient slept through the event. She denied that the patient developed symptoms. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg level and received a glucagon injection. The reporter alleged that the low bg level was related to receiving extra insulin via unprogrammed primes while the patient was attached.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the prime history indicated that the reported prime volumes were verified in the history. There were multiple primes observed in the black box on (B)(4) 2012 followed by "pump not primed" warnings. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 29 hours with no delivery issues noted. No loss of prime warnings occurred during testing. The prime history accurately recorded all the primes that occurred during investigation. A loss of prime was induced, and the pump emitted the appropriate audio-visual alerts. The complaint could not be confirmed or duplicated on investigation. There was no defect found.